Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4), product type: recharger. Product ID 3550-39, lot# n341301, implanted: (B)(6) 2012, product type: accessory. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID 37744, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient wanted to request the manufacturer representative (rep) to change their settings and recharge the device. An implantable neurostimulator (ins) overdischarge was suspected. The patient let their battery run down and a week prior the noticed that they were not able to connect and charge anymore. It was unknown what number overdischarge that was. There was a possible power on reset (por). A physician mode recharge (pmr) was performed. Actions were not yet taken but were planned. The manufacturer representative (rep) was meeting with the patient on (B)(6). Then, it was determined that the overdischarge was confirmed and it was the 2nd overdischarge. The pmr was then performed and it did not successfully reset the device. Further actions were not yet taken but were planned. The patient was going to speak with their healthcare provider (hcp) regarding a decision of whether they wanted to get a replacement or not. No diagnostic testing or troubleshooting was performed, it was not required. If there was a product issue the issue was not resolved and the cause was determined. The battery was in overdischarge and was unable to be recovered. Patient status at the time of the report was alive, no injury. The patient symptoms or complication associated with the event was less than 50 percent therapy relief at the device pocket. Further information regarding if a replacement has been scheduled has been requested. If additional information is received, a follow-up report will be sent.